Manufacturer narrative:
Concomitant products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8782, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient experienced wound dehiscence and a lumbar surgical scar. Diagnostics included examination/palpitation that showed an open surgical lumbar site wound. Interventions included surgical treatment; debridement of the lumbar wound with repair on (B)(6) 2013. The patient resolved without sequelae as of (B)(6) 2013. The device system was used to deliver sufenta, bupivacaine and clonidine.